Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No unexpected battery power loss anomalies, power loss alarms or replace battery now alarms noted during testing, however multiple unexpected battery power loss anomalies, power loss alarms and replace battery now alarms were present in the long trace file and pump error was triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call of customer had a recurring replace battery now alarm without receiving a low battery alert prior. Customer¿s blood glucose was unknown. Customer's father also mentioned power loss alarm and damage to the battery compartment. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for analysis.